Event description:
The customer reported that the insulin pump was not turning on. The customer installed a new battery and the device turned on, but the buttons were unresponsive. The blood glucose reading was 348mg/dl. The caller also stated that the device had a frozen display and the time clock was not advancing even after changing the battery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All buttons functioned properly and no display anomaly noted.